Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on a patient this 980 ventilator turned off unexpectedly. The patient was removed from the ventilator and placed on an alternate ventilator with no injury.

Manufacturer narrative:
H3 summary: additional information medtronic did not receive the suspect device/component from the customer for evaluation nor has the device been evaluated by a medtronic service engineer. The repair for the reported issue was performed by third party service personnel by running the extended self test (est) and short self test (sst) which the ventilator passed all testing. The reported issue could not be duplicated. The ventilator logs were requested by medtronic and the log images were analyzed by medtronic. The log image review showed the confirmation of a background error which does not suggest that the ventilator entered an "inoperative state". Also, the ventilator was inadvertently powered off as the correct power down procedure was not followed by the operator, resulting in the inadvertent power off event displayed in the ventilator log. With the information available, the operator error plausibly caused the ventilator to enter into an "inoperative state". The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.